Event description:
The customer reported that the battery of the t:slim x2 pump would not charge despite using the correct charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.